Manufacturer narrative:
The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion with rh negative cells. Customer repeated testing in tube and manual gel card and received the expected positive result. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer contacted tsc to report false negative results on two samples drawn on the same patient that were processed on the vision. The vision produced negative results in the anti-d column in the abd/reverse gel card when d positive results were expected based on patient history. After the first sample produced d negative result, a second sample was drawn and processed. It also gave d neg results on the vision. Tube method was used and the historical o pos result was obtained for both samples. Manual gel testing was then done using the same lot# of reagents as the vision. D pos results were achieved and reported. Issue occurred on (B)(6) 2019. Tsc accessed econn for data and images of the gel cards. Customer's concern was verified, the vision gave clear negative in the d wells of the abd/reverse cards. Gel card: 040519037-15, mts diluent 2 plus: mdp173, anti-d lot db323a1, exp 6/21/2020 was used for tube method. Review of qc results were passing, customer does not have concerns with the reagents used. Tsc discussed and emailed (B)(4) important product correction notification: additional information for ID-micro typing systems interpretation guide that details " differences in the specific gravity of donor cells vs. Autologous (patient) red cells, unexpected results may potentially be obtained when blood samples drawn from recently transfused patients are tested by a variety of test methods customer expressed understanding and was satisfied.